Event description:
The pt received her scs system on (B)(6) 2010 including an ipg. It was reported the pt is no longer receiving stimulation. The programmer and charger can no longer communicate with the ipg. A new charger was sent to the pt to resolve the issue, but was unsuccessful. She has not charged her ipg since (B)(6) 2011. Attempt to gather additional info was unsuccessful. No further info is available at this time.